Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's right atrial (ra) lead became dislodged and was in the ventricle. The physician elected to explant the lead and plug the atrial port of the device. The lead will not be replaced. No patient complications have been reported as a result of this event.